Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 44 cm from the terminal pin and the outer insulation was bent. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pace impedance of greater than 2,000 ohms. Additionally, the lv lead had high threshold measurements. A revision procedure was scheduled. During the procedure, the lead was tested on the pacing system analyzer (psa) and the impedance was out-of-range. However, there was no obvious visual damage to the lead. The lv lead was explanted and replaced. No additional adverse patient effects were reported.